Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The site reported that it was possible that the imaging system was plugged into an outlet that was not connected to the generator in the backup circuit. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system would not power on. The site reported that it was suspected a power surge occurred in the operating room (or). The representative reported that the patient was under anesthesia with needles inside of the patient. It was reported that the surgeon felt uncomfortable about continuing the procedure without the imaging system and the procedure was cancelled. No additional information was provided.